Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the timing plates in the plunger head were not set properly and the plunger pcb was damaged. The customer reported condition was confirmed. Problem source was raced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump was back from repair and it gives syringe plunger not in place error. No patient involvement.